Event description:
Related manufacture reference number: 2017865-2023-05264. It was reported that the patient presented for lead revision. During procedure, it was noted that the atrial lead and right ventricular lead exhibited insulation damage. The reported leads were repaired during procedure. The patient was in stable condition.